Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device smoked. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no evidence of any burn damage or residual smoke odor. The device was recertified and returned to the customer. Review of the device activity log showed successful shocks were delivered on events after the date of this reported incident. No accessories were returned for review as part of this investigation. No trend is associated with reports of this type.